Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system fingerprint reader failed. A technical support specialist confirmed that the issue was resolved after a reboot and attached the relevant knowledge article titled (bio ID failure after upgrade reboot fixes temporarily). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after the 1.11 upgrade, users were unable to log in using the biometric identifier and was not scanning. The customer stated that the biometric reader did not appear to detect fingerprints. However, there were no delays, adverse events or injuries reported based on this event.